Event description:
Hcp reported device explanted due to battery depletion and catheter access port was noted to be detached on the or table after explant. Force was needed to explant the device. The pt did not have a change in efficacy prior to device explant.

Manufacturer narrative:
A follow up report will be sent when device analysis is complete.